Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. A 12-month preventative maintenance, quality controls (qc), and precisions runs were tested with acceptable results. The cse was able to correct the issue after replacing a damaged reagent probe and system decontamination. System was fully operational after departure. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2021-00006, 2432235-2021-00007, 2432235-2021-00008, 2432235-2021-00009, 2432235-2021-00010, and 2432235-2021-00019 were filed in conjunction to this report.

Event description:
Multiple discordant, falsely elevated troponin results were obtained on an advia centaur cp instrument. The initial results were not reported to the physician(s). For one sample, the same sample was repeated on the same instrument. The repeat result was reported, as the correct result, to the physician(s). For the other samples, the same samples were repeated on the same instrument and twice more on an alternate advia centaur cp. The 2nd repeat results from the alternate adiva centaur cp was reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated troponin results.